Manufacturer narrative:
(B)(4). The cause of the previously reported peritonitis was unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent and malaise coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported to be due to the sponge protruding out of the minicap. It was not reported if the patient was hospitalized for the peritonitis event. On unreported date, the patient was treated with unspecified antibiotics (medication, dosage, route, frequency, and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). There are two lot number that were reported gd897157 and gd896845. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured 04/11/2014-04/17/2014. The actual device was not available; however, a companion sample was received for evaluation. A visual inspection was performed and no issues were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.